Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# v093120, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had a fall and loss of stimulation; it was unknown when this occurred. The impedances were measured and all of the pairs were greater than 4,000 ohms. The leads were replaced and this normalized all of the impedances, so it was assumed the lead was the source of the high impedances. The patient recovered completely and she felt stimulation again in the target area. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.